Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Concomitant medical products: 4592-53 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that during a device upgrade procedure and the addition of a left ventricular lead, a decrease in pacing impedance was noted on the right ventricular lead. In post-op, intermittent noise was seen and there was a single oversensed event that seemed to occur with each impedance measurement. During overnight monitoring, short v-v episodes were occurring - the physician suspected a fracture of the pace/sense portion of the right ventricular lead. The pace/sense portion was capped and replaced with an already-existing pacing lead, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.